Manufacturer narrative:
A service visit has been performed. Investigation including the root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4). This report was mailed to FDA on: 06/11/2014. The manufacturer reference number is: (B)(4).

Event description:
A customer reported several patients experienced flap folds one day after surgery. The patients were taken back to the surgery room to stretch the flap. Additional information was received from the surgeon confirming the event occurred in two patients. This report is for the first patient who underwent bilateral surgery and experienced the flap folds in the right eye (od). The flap was repositioned twice, on (B)(6)2014 and (B)(6) 2014. The patient was visited on (B)(6) 2014 and the outcome was satisfactory. This is one of two medical device reports being filed for this event.